Manufacturer narrative:
The catheter was returned for evaluation. The catheter was found to be ruptured at approximately 6.0cm from the catheter tip due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities during manufacture. A lot history search was not possible as the lot number provided was invalid. Despite several attempts a valid lot number could not be provided. Note: the IFU indicates: do not to attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. Catheter rupture. (B)(4). Information received from the same report as MFR: 2029214-2015-00748.

Event description:
The following report was received by medtronic (covidien): a marathon catheter ruptured 3 cm from the distal end as onyx 18 was being pushed through the catheter. This occurred during treatment of an arteriovenous fistula located near the dural branch that stemmed off external carotid artery. Onyx subsequently leaked out into another dural branch not intended to be embolized. This branch did not lead to the brain and the patient did not suffer any injuries. It was believed that the rupture occurred due to a plug which formed inside the catheter. This plug hadn¿t fully formed and was not identified prior to the rupture. There was an unspecified amount of reflux. It is unknown the exact amount of pressure used during the injection however it was noted to be a lot. The doctor was aware of risks associated with the rupture, however believed the location to be a ¿safe zone.¿ there was no surgical or medical intervention, the patient was noted to be doing fine.